Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that clinicians have experienced shutdowns of pumps. This was a generic complaint reported to bd representatives during their site visit. No specific events were reported. There was no information on patient involvement. No devices were sequestered.